Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the electric dermatome sn205252 by dover on 16 march 2020 revealed that the device was erratic and the calibration reading out was at the 0 reading. Repair of the device was performed by dover on 16 march 2020 which included replacement of the following: motor, plug harness, reciprocating arm, thickness lever, switch, thickness control shaft, cams, control bar, various other parts, vespel and semi-circle bearings the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical devices: associated device: 00882100600 2113dacq power supply, elec. Dermatome. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had very low power and skipped while harvesting graft. No harm to patient. No adverse events were reported as a result of this malfunction.